Event description:
It was reported the customer had a failed battery test alarm on their insulin pump. Customer also reported there was a black circle on their insulin pump's screen. Customer's blood glucose was 250 mg/dl at the time of the call. Customer was advised a failed battery test alarm will recur with each new battery inserted. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.